Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2022 and suture was used. The suture and needle were detached when suturing. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photograph shows an empty winding former. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, no conclusion or root cause could be determined. Because the instrument was not returned our evaluation is limited. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2022-09383, 2210968-2022-09385.